Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ra lead noise was observed. The noise was not able to replicate. The patient noted he was working on house floors. The patient was stable with no symptoms. The physician decided to just monitor the lead.